Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they buttons were not responding. The customer's blood glucose was unknown. The insulin pump had random no delivery alarm and also had slower rewind. The battery was not always lasted for 7 days and battery chamber was cracked. The insulin pump will not be returned for analysis.